Manufacturer narrative:
Isi has received the fenestrated bipolar forceps instrument involved with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint that the instrument's tip was broken. The instrument was found to have a broken yaw pulley. The yaw pulley was missing a 0.062 x 0.223 piece. This allowed the instrument's grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of this failure is due to mishandling/misuse. The instrument was also found to have a bent grip, causing a 0.040 gap between the grips. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument allegedly broke off and fell inside the patient. At this time, the location of the missing instrument fragment is unknown. It is unclear if the missing instrument fragment was retained inside the patient. There is no indication, however, that a malfunction of the fenestrated bipolar forceps instrument occurred since the instrument damages can be attributed to user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the surgical staff noticed that the fenestrated bipolar forceps instrument was not fully functional. The surgical staff inspected the instrument and noticed that the tip of the instrument was broken. The surgical staff was unable to find the missing instrument fragment inside the patient. On 08/01/2017, intuitive surgical, inc. (Isi) contacted the site and obtained the following information regarding the reported event: the fenestrated bipolar forceps instrument was inspected prior to the start of the surgical procedure and no issues were reported. The site was unsure as to what caused the instrument breakage. The site indicated that the fenestrated bipolar forceps instrument did not collide with any other instruments or hard material. The surgeon used the instrument for approximately 20-30 minutes before the instrument issues were noticed. No intra-operative or post-operative complications were reported. In addition, no post-operative tests were performed to search for the missing instrument fragment.